Event description:
Freezing up. Both pins look rusty. Spare pin is also rusty. Fs log # (B)(4). Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Freezing up. Both pins look rusty. Spare pin is also rusty. Fs log # (B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 01-may-2017 under work order (B)(4) and sold on 09-jun-2017. Manufacturing record review: DHR-211866 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. As a precaution the trigger hinge pin was cleaned. No further training required at this time. Was the complaint confirmed? No.

Event description:
Freezing up. Both pins look rusty. Spare pin is also rusty. 1216677-2022-00289-2 wallach ultra freeze 900076 (B)(4).